Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was not working correctly. An attempt to further investigate on this allegation but no pertinent information was received. To date, the device remains in service. No adverse patient effects were reported.